Manufacturer narrative:
No belt clip received with insulin pump. No unexpected restart alarms or reset anomalies noted during testing. Insulin pump passed insulin pump self test, off no power test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. Constant unexpected restart alarms after battery changes due to faulty connector on interface board. Minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer's husband reported via phone call that the device alarmed unexpected restart alarm and signal too low alarm. Customer's blood glucose was over 200 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.